Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed. Two mitraclips were successfully implanted, reducing the mr to moderate. During a follow-up on an unspecified date, the patient presented with heart failure and shortness of breath. Reportedly, the patient did not experience improvement. It was later discovered that the lateral mitraclip (cds0702-xt, 31113r1036) had detached from the anterior leaflet, a single leaflet device attachment (slda). Severe mr was noted between the two devices. On (B)(6) 2024, a second mitraclip procedure was performed as treatment for the severe mr and slda. Two mitraclips were successfully deployed. During the second procedure, the slda mitraclip completely detached and was retrieved via snare. The mr had been reduced to moderate-severe. On (B)(6) 2024, a follow-up echocardiogram was performed. The mr remained moderate to severe.

Manufacturer narrative:
B3: estimated. D10: start date estimated. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed. Two mitraclips were successfully implanted, reducing the mr to moderate. During a follow-up on an unspecified date, the patient presented with heart failure and shortness of breath. Reportedly, the patient did not experience improvement. It was later discovered that the lateral mitraclip (cds0702-xt, 31113r1036) had detached from the anterior leaflet, a single leaflet device attachment (slda). Severe mr was noted between the two devices. On (B)(6) 2024, a second mitraclip procedure was performed as treatment for the severe mr and slda. Two mitraclips were successfully deployed. During the second procedure, the slda mitraclip completely detached and was retrieved via snare. The mr had been reduced to moderate-severe. On (B)(6) 2024, a follow-up echocardiogram was performed. The mr remained moderate to severe. There was no additional information provided regarding this issue. Subsequent to the previous report, the additional information was obtained: on (B)(6) 2024 and during the second mitraclip procedure, while implanting another mitraclip (cds0707-xt 40626a1038), the index procedure mitraclip with the slda had dislodged. This mitraclip had contributed to the dislodging of the slda mitraclip. **the exact start date of the event was not reported upon request and estimated as 01sep2024 for the report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported expulsion (complete clip detachment (ccd)) was a cascading effect of the reported device damaged by anther device (dislodged). The dislodged was due to procedural condition. The reported patient effect of recurrent mr appears to be due to the slda. The reported heart failure and dyspnea appear to be cascading effects of the recurrent mr. Mr, heart failure, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical interventions, and removal of foreign body in patient were results of case specific circumstances as the patient returned to the hospital and a second procedure was performed and a snare was used to retrieve the expulsed clip. There is no indication of a product issue with respect to manufacture, design or labeling.